Event description:
On (B)(6) 2009, the pt reported that, while she was removing her insulin cartridge on (B)(6) 2009, the plunger remained attached to the piston rod of her infusion device. She said this resulted in a large amount of insulin spilling into the cartridge chamber. She did not currently have her device with her so no troubleshooting could be done. She stated she switched to her backup infusion device. The proper procedure for changing the cartridge was reviewed with the pt. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.